Event description:
It was reported that; hardware removal of acdf plate. Three lvl construct. Eight total screws. Allograft spacer in the disk space. The bottom screw at c6 had broken the spring bar on the cervical plate and caused the screw to back out. Surgeon removed that plate and screws in its entirety. The patient doesn't seem to be affected.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; the plate was confirmed to have a migrated locking mechanism. Manufacturing files were reviewed and no anomalies were found. Potential root causes include: poor surgical candidate or bone quality. Excessive post-op activity by patient (not recommended by surgeon). Patient does not follow surgeon instructions. Patient over exerts.

Event description:
It was reported that; hardware removal of acdf plate. 3 lvl construct. 8 total screws. Allograft spacer in the disk space. The bottom screw at c6 had broken the spring bar on the cervical plate and caused the screw to back out. Surgeon removed that plate and screws in its entirety. The patient doesn't seem to be affected.